Event description:
It was reported that the patient experienced syncope resulting in subdural hematoma due to falling. The physician suspects anticoagulant medication contributed to the hematoma. An icm (insertable cardiac monitor) was implanted and loss of capture was noted on the right ventricle (rv). Provocative testing was performed and no anomalies were noted. A revision procedure was performed; however, the status of the device was not provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).